Event description:
While using a byte day aligners, patient reports that their aligner has very sharp edges and has cut both sides of their tongue and tops of their gums. They have tried filing them down but are still very sharp. It has caused bleeding. Update received from patient that they soaked them in warm water and filed them again, which helped. Recommended the patient continue with aligner 2 for next 6 days and then reach out with updated photos.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.